Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery and surgery (partial hysterectomy). At the time of the report, the medical device removal, pelvic pain, complication associated with device, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, complication associated with device, medical device removal, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jan-2018: new events: abdominal pain, vaginal bleeding,pelvic pain were added. Product start date and stop date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ device removal / pain") and genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding (general) heavy bleeds with clot") in a female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and morbid obesity. Concurrent conditions included uterine bleeding and polyps. Concomitant products included lisinopril from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), abdominal pain ("abdominal pain / abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / migraines"), headache ("headaches / severe headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp pain"), fatigue ("fatigue / fatigue weak and tired"), back pain ("lower back pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache and fatigue outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, complication associated with device, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal"), pelvic pain ("pelvic pain/ device removal") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. A66685) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery and surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, pelvic pain, genital haemorrhage, complication associated with device, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, complication associated with device, dysmenorrhoea, fatigue, genital haemorrhage, headache, medical device removal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 340 kgs. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: patient demographic, lot number added, events (abnormal bleeding (general), migraines/headaches, dysmenorrhea (cramping), fatigue, menorrhagia) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ device removal / pain") and genital haemorrhage ("abnormal bleeding (general) / abnormal bleeding (general) heavy bleeds with clot") in a female patient who had essure (batch no. A66685) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and morbid obesity. Concurrent conditions included uterine bleeding and polyps. Concomitant products included lisinopril from 2013 to 2017. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), abdominal pain ("abdominal pain / abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines / migraines"), headache ("headaches / severe headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / sharp pain"), fatigue ("fatigue / fatigue weak and tired"), back pain ("lower back pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (partial hysterectomy and salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, abdominal pain, vaginal haemorrhage, menorrhagia, migraine, headache and fatigue outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, complication associated with device, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical record was received events- lower back pain, ovarian cyst and abnormal bleeding (general) heavy bleeds with clot, migraines, severe headaches, dysmenorrhea (cramping) sharp pain,used heating pads or ice, pain, abdominal pain, fatigue weak and tired clubbed to previous events. Reporter information, concomitant disease, historical condition was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.